Manufacturer narrative:
It was reported that there was an arterial pressure sensor issue and an arterial temperature reading issue. Internal pressure (pint), arterial pressure (part) and arterial temperature (tart) were displayed intermittently. There was no damage on the hls cable and no function issues. The hls cable was exchanged as a precaution by the customer, but the failures were not solved. The failure occurred during treatment. The affected hls set will be investigated in complaint# (B)(4) mfg report number 8010762-2023-00316). A getinge field service technician (fst) was sent for investigation and repair. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and no failure of the cardiohelp device could be confirmed on the date of event. The failure could not be linked to the cardiohelp device. However, according to the risk file of the cardiohelp device the following root causes can lead to the reported failures: defective / disturbed (emi) pressure sensor, connection of non-compatible sensors, response time is too long, defective pressure sensor, too high / low atmospheric pressure. Referring to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter 6.1 preparation and installation and quadrox-ir small adult / adult, chapter 7.2 priming the system) the pressure sensors have to be calibrated and checked before priming. Further in case of a failing arterial/venous temperature sensor an external sensor can be connected (instruction for use of the cardiohelp (IFU), chapter 5.3.3 "connecting external temperature sensors"). According to the IFU, chapter 9 "messages", if the measured values are above high limit or below low limit of the set limits and if the sensor is defective the system generates a visual and acoustical alarm. The review of the non-conformities has been performed on 2023-08-15 for the period of 2016-05-20 to 2023-06-08. It does not show any non-conformity in regard to the reported product and failures. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2016-05-20. Based on the results the reported failure "pressure and arterial temperature issues" could be confirmed, but was not related to a device malfunction of the cardiohelp device. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID (B)(4).

Event description:
It was reported that there was an arterial pressure sensor issue. No harm to any person has been reported. Complaint ID# (B)(4).

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.